Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information the cause of the reported mr cannot be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report recurrent mr and prolonged hospitalization. It was reported that on (B)(6) 2023, a patient presented with grade 4 degenerative mitral regurgitation (mr), flail, and prolapse of the posterior mitral leaflet (pml). During a mitraclip procedure an xtw was placed in the central position. Leaflet insertion was confirmed and satisfactory. The mr was reduced to grade <1. The procedure was successful. On (B)(6) 2023, the patient was re-hospitalized due to recurrent mr, at grade 3-4. The implanted clip remained stable and well-seated. The patient is currently stable and there was no adverse patient sequelae. A second clip intervention was considered, but the patient refused treatment.